Event description:
It was reported that a caregiver contacted support to confirm steps to change the secondary cgm target on the ilet after a factory reset, noting persistent nocturnal hypoglycemia and believing the unchanged secondary target contributed to low readings. Symptoms included low blood glucose, with a documented value of 63 mg/dl, which was treated with oral glucose. Outcomes included resolution of low glucose events at home without medical intervention. Investigation included customer interview, device use review, and troubleshooting and education on adjusting the secondary cgm target per the healthcare provider¿s recommendation. Investigation of this case revealed that the secondary cgm target had not been restored after the reset, which could lead to lower overnight control relative to the provider¿s intended settings. It was concluded that hypoglycemia occurred with cause unclear, with contributing factors including configuration not aligned to the healthcare provider¿s recommended secondary target following a factory reset. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.